Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and pump would not turn back on. After charging battery, pump did not turn on. Customer reverted to using an alternate method for insulin therapy. Customer¿s blood glucose level was 160-228 mg/dl.